Event description:
The complainant runs a tanning salon and stated that a competitor is allowing clients to tan for longer than the maximum 20 minutes directed by the MFR. The complainant stated that center personnel installed the tanning beds and helped them and explained that beds had a maximum tanning time of 20 minutes, yet the salon has a sign in the front window advertising 30 minute tanning sessions. According to the complainant the timers on the beds are twenty minute timers and have to be reset to allow clients to tan for 30 minutes. The complainant expressed concern that center was blatently advertising 30 minute tanning sessions when other salon owners were trying to follow the regulations and allow only the maximum time directed by the bed mfrs.